Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) treated a patient episode as anti-tachycardia pacing (atp) and multiple episodes as non-sustained ventricular tachycardia (ns vt), however these episodes were suspicious for supraventricular tachycardia (svt). The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.